Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed post-reset ram crc. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the pump had a long crack beginning from the top of the pump, all along the length of the battery tube and alarmed post-reset ram crc. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. Pump received with battery tube threads.